Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced hyperglycemia with a blood glucose up to 440 mg/dl with large ketones, emesis, chest pains and body temperature fluctuations associated with an alleged tactile change/unresponsive keypad issue. Reportedly the patient discontinued the pump. The reported stated that the patient self-treated with insulin via injection. During troubleshooting with customer technical support (cts) the reporter mentioned that the ok, up, down arrow buttons along with the backlight/contrast button were under responsive to user presses. It was noted that there was a keypad issue causing the buttons to be under responsive to user presses. The reporter also mentioned that there was moisture found behind the display. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged tactile/keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: a review of the black box showed the total daily doses added up correctly and reflected the user's programmed basal rates. During investigation, the keypad was intact and all keypad buttons were unresponsive. The keypad was removed to find no defects to the button contacts or contamination. A leak was found in the display lens. The pump cover was removed to find internal moisture on the printed circuit board and keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.